Event description:
On the day of the report, the consumer reported that when they turned the stimulation on, they felt stim all over their body but she should only feel stim in both legs and back. The stim was even felt in her eyes and it was ¿too much for her¿. It was noted that the patient was on program 1 for leg stimulation at 0.0v which indicated that the stim was off. It was then reviewed that the stim issue was a ¿residual stim¿ sensation. This was considered to be a sudden change in stimulation. On (B)(6) 2016, a manufacturer representative reported that the patient¿s previous programs for the back and legs began to overlap and physician programming was needed. The rep also mentioned that the patient was advised to lower the stim amplitude or turn it off if the patient felt the uncomfortable stim again. A reprograming appointment was scheduled with the physician but no date was provided. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.